Event description:
It was reported that a pixel issue occurred on the pump display, affecting the customer's ability to interact with and read the screen. There was no adverse impact to the customer's blood glucose level. The pump was set to be replaced. The customer acknowledged and agreed to use mdi as a backup therapy for insulin delivery.